Event description:
Attending surgeon reported that a patient developed extreme reactivity around the suture line. Patient was returned to surgery. Abscess was found and drained. Cultures were negative.